Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. Customer states that when they woke up in the morning their blood glucose was 55 mg/dl. She treated by eating food but her blood glucose continued dropping to 41 mg/dl. She treated again by eating three sugar cubes which brought her blood glucose up to 300 mg/dl. Customer asked for assistance on how to upload her insulin pump so that she could send her data to her health care provider. The product was not returned for analysis.